Event description:
It was reported that a patient received inappropriate therapy for an svt episode due to svt discriminators programmed settings. The patient was prescribed with medication to control svt. Programming changes were recommended and will be made at his primary clinic. The patient condition was stable at the time of discharge.